Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient recently underwent a cholecystectomy which could have played a role in the serious adverse events. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter.

Event description:
On 24/feb/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to fungal peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was initially treated with intraperitoneal (ip) vancomycin 1000 mg x 1 and ip ceftazidime 1000 mg x 1. Despite the administration of antibiotics, the patient¿s abdominal pain continued to worsen overnight, and he was advised to go to the hospital on (B)(6) 2026. The patient was formally admitted and was treated for fungal peritonitis (candida parapsilosis). The pdrn reported the patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2026, and the patient was transitioned to hemodialysis (hd) for rrt. The official cause of the patient¿s peritonitis is unknown; therefore, causality could not be firmly established. However, the patient recently underwent a cholecystectomy (date not provided), which could be a causal or contributing factor. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient tolerated the transition to hd without any reported issues and remains hospitalized as of (B)(6) 2026. The patient will begin outpatient hd therapy upon discharge and will likely return to pd therapy once the surgeon and the infectious disease doctor replace the patient¿s pd catheter.